Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged severe sleep apnea, asthma, acute insomnia, pneumonia, several strokes and various other ailments. There was no report of patient harm or injury. This notification was reviewed by the pms clinical expert due to patient reporting of severe sleep apnea, asthma, acute insomnia, pneumonia and strokes. The reported events are assessed as serious injuries but not related to the device as per dreamstation 1 hhe. Therefore, the device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. The manufacturer previously submitted MDR 2518422-2022-93010 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR were made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR). Section b2 was corrected to other serious or important medical events. (Previously it was blank). Section h1 was changed from malfunction to serious injury. Section h6 - health effect - impact code was updated. Section b7 was incorrectly added in initial report and was corrected in this report. Section d4, h4, h6 health effect clinical code were missed to capture in initial report and were captured in this report.